Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported during an anterior cruciate ligament (acl) reconstruction, while tightening the graft, the loop suture snapped on the graft side of the button. This has caused the rigidloop adjustable button to be unusable. In turn, this has increased the surgical time by approximately twenty (20) minutes, and the acl repair is not of the standard required. The following additional information was received via e-mail from the affiliate on october 13, 2015: it was noted the surgeon was using the implant "off-label". He was using the implant on the tibia, and not the femur as indicated. He has advised me that due to his graft prep technique, he had additional sutures from the graft that he threaded through the rigid loop adjustable bar and tied off to complete the procedure. It was noted it is highly likely that the surgeon assistant damaged the loop suture during the graft prep leading to the breakage.